Event description:
The patient called animas on february 7 saying that he was not aware nor did he notice that the pump reverts the combo bolus settings back to factory default with a power loss or battery change. The patient's doctor also emailed animas on february 6 regarding the same issue. The patient also called saying that for several days when he programmed the combo bolus dose his blood glucose level would drop into the 40 mg/dl range because he received the entire dose within 30 minutes based on the factory default time of 30 minutes rather than over three hours. He says his blood glucose level dropped to 42 mg/dl 3-4 times. The patient received advice from his doctor regarding the issue although the advice is not stated. This complaint is being reported because, the patient said he was unaware that the combo bolus feature resets after a battery change and that due to the issue his blood glucose level would drop requiring advice from his doctor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient's blood glucose excursions were caused by not setting the combo bolus amounts after a battery reset (use error).